Event description:
It was reported the pt was implanted with a sling to treat urinary incontinence. The pt experienced mental and physical pain and suffering, chronic infections, bodily impairment, and permanent injury.

Manufacturer narrative:
The model and type of mesh system that was implanted was not indicated. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.